Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m143872 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lotm143872, test base part number 190-430 / lot m143872. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m143872 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Please reference MFR. Report number: 1221359-2021-03305 that addresses the second lot number used on this patient.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nasal kitted swab. The nasal swab was used to swab both nostrils per the product insert instructions. Pcr confirmation testing was performed on an unknown sample by lab corp and generated negative results. Repeat testing was performed on (B)(6) 2021 with the ID now covid-19 and results were negative. The customer stated the patient was symptomatic with a cough, fever 100.8, chills that began on (B)(6) 2021. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to correct the patient's pcr sample from the customer. Additional information: the patient's pcr testing was performed on a nasal sample.